Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports needing assistance with the activation of a pod. The patient reports they had gone to the hospital. Treatment information was not provided.